Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip guide wire was left in the patient. The target lesion was located in the anterior tibial (at) artery. The physician used a 4fr introducer sheath from a retrograde approach to access the lesion. The physician advanced the csi flextip guide wire into the patient and across the lesion. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician successfully treated the lesion with the oad at low, medium and high speed. The oad was removed from the patient and the physician followed-up atherectomy with balloon angioplasty. The physician then removed the balloon and began to remove the flextip wire from the patient. During removal, the tip of the wire broke off and was left in the at artery. The physician attempted to remove the remaining flextip wire section, but was unsuccessful. A balloon angioplasty inflation was utilized to pin the tip of the wire in place to ensure no further migration. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.